Manufacturer narrative:
No one was injured as a result of this reported event. Spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded.

Event description:
Spacelabs received a report that a bleasesirius anesthesia system failed to ventilate a patient.